Manufacturer narrative:
This device was explanted and no longer in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient with this implantable cardiac defibrillator (ICD) device was explanted due to infection. A new device was implanted. No further adverse patient effects were reported due to the explant procedure.